Event description:
The hosp reported that during a coronary artery bypass procedure, the suction of the acrobat suv vacuum stabilizer was too weak to immobilize the targeted area of the heart. The hosp attempted to use another aspirator; however, the suction remained too weak. A replacement device was used to complete the procedure. The hosp did not report any pt effects.

Manufacturer narrative:
A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. Investigation results: the device was returned to te factory for eval. It showed signs of clinical usage and evidence of blood. A visual inspection determined that there were remnants of blood and tissue in two of the vacuum holes. A vacuum leak test was performed on the returned device using a calibrated vacuum pump and weight. The device failed the vacuum test as it could not lift the weight. The remnants of blood and tissue in the vacuum holes were removed and cleaned and the test was repeated. The device passed the vacuum test when the obstruction was removed. Based upon the eval results, the reported complaint for "weak suction" was confirmed. (B)(4).